Event description:
Additional information was received stating the lens was superiorly displaced. Turns out, the trailing haptic was damaged. The lens was explanted and replaced with another lens in a secondary procedure. Patient was very happy with the new lens.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported following an intraocular lens (iol) implant procedure, the patient experienced blurry. The clinical reason was anterior dislocation. Explant in a secondary procedure with company lens was planned. Additional information was requested, but further no information was available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one another complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).